Event description:
Customer reported unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
(B)(4). The screen was given a no interpretation: cell 1 (?), cells 2 and 3 were negative review of the images: cell 1 has a reaction score of 5 and is visually positive, cells 2 adn 3 are visually negative reveiw of the event log found no errors during the processing of the sample. After reviewing the data, it appeared that the issue was sample related since no other sample tested around the time this sample in question was tested on the echo instruments had unexpected reactivity. The kell antibody titer was low thereby failed detection on the instrumentation. Further review of the image retrieved from m00715 for the sample: sci appeared to have more adherence around the cell button compared to the other two screening cells that reacted negative. Customers were instructed to visually examine negative results with crrs and capture-r ready ID on the echo in (B)(4) in (B)(4) 2009.